Event description:
It was reported that shaft break occurred. The 80% stenosed, 18x2.75mm, target lesion was located in the moderately tortuous and seriously calcified left circumflex coronary artery. A 3.0mm x 8mm quantum maverick balloon catheter was advanced for dilation. However, it was noticed that the shaft of the stent was fractured 60 centimeters away from the distal end. The device was removed and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter with the product mandrel still in the manufactured position. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the hypotube is separated 86.3cm from the hub. There are multiple kinks along the hypotube. Microscopic examination revealed no additional damages. There are blood present on the balloon folds and the balloon is still tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. The 80% stenosed, 18x2.75mm, target lesion was located in the moderately tortuous and seriously calcified left circumflex coronary artery. A 3.0mm x 8mm quantum maverick balloon catheter was advanced for dilation. However, it was noticed that the shaft of the stent was fractured 60 centimeters away from the distal end. The device was removed and the procedure was completed with another of the same device. No patient complications were reported.